Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and fatigue ("exhaustion"). The patient was treated with surgery (underwent surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage and fatigue outcome was unknown. The reporter considered device dislocation, fatigue and genital haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant/migration of essure device location of device: uterus/perforation uterus/ perforation of right essure coil and left sided dense adhesions of the omentum and pericolic opacity uteroabdominal wall."), genital haemorrhage ("heavy bleeding"), kidney infection ("infection (type: kidney stones),") and nephrolithiasis ("infection (type: kidney stones),") in a 48-year-old female patient who had essure (batch no. 12564598,771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included frozen shoulder (medication-physical therapy) in 2008, joint ligament rupture (surgery 2001,2001,2015) in 2001 and menopausal symptoms in 2011. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included asthma since 2015, hypertension since 1996, hypothyroidism since 1998, obstructive sleep apnea syndrome since 2008, allergy to metals, chronic cervicitis, nabothian cyst, adenomyosis, endometrial polyp and cyst ovary. Concomitant products included calcium levomefolate (deplin) from 2017 to 2018, ergocalciferol (vitamin d2) since 2016, estradiol from 2017 to 2018, fexofenadine hydrochloride (allegra) from 2000 to 2015, fluticasone furoate (arnuity ellipta) since 2015, fluticasone since 2015, levothyroxine from 2015 to 2018, loratadine (alavert) since 2015, loratadine (claritine) from 2000 to 2018, losartan since 2016, montelukast from 2000 to 2015, salbutamol sulfate (proair hfa) since 2015, tocopherol and vitamins nos (multivitamin) since 2000. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), feeling abnormal ("neurological condition / problem: brain fog"), pelvic pain ("pain/pain/left side pain"), fatigue ("exhaustion/fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection(bladder /urinary tract/vaginal)"), urinary tract infection ("infection(bladder /urinary tract/vaginal)"), vaginal infection ("infection(bladder /urinary tract/vaginal)"), depression ("physiological / psychiatric problems (depression)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with loratadine, oxycodone hydrochloride;paracetamol (oxycodone/apap) and surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, da vinci platform). Essure was removed on (B)(6) 2017. In (B)(6) 2016, the vaginal haemorrhage had resolved. At the time of the report, the uterine perforation, genital haemorrhage, kidney infection, nephrolithiasis, feeling abnormal, cystitis, urinary tract infection, vaginal infection and weight increased outcome was unknown, the pelvic pain, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the fatigue and depression was resolving. The reporter considered abdominal pain lower, cystitis, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, kidney infection, menorrhagia, nephrolithiasis, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2013, current weight 274 lbs. The right cornua had 3 visible coils and successful placement occurred. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 91.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: 12564598, manufacturing date: 2013/02, and expiration date: 2015/12. Lot number: 771093, manufacturing date: 2010/08, and expiration date: 2013/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of product technical complaint. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and fatigue ("exhaustion"). The patient was treated with surgery (underwent surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage and fatigue outcome was unknown. The reporter considered device dislocation, fatigue and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of implant/migration of essure device location of device: uterus/perforation uterus/ perforation of right essure coil and left sided dense adhesions of the omentum and pericoilc opacity uteroabdominal wall.'), genital haemorrhage ('heavy bleeding'), kidney infection ('infection (type: kidney stones),') and nephrolithiasis ('infection (type: kidney stones),') in a 48-year-old female patient who had essure (batch no. 12564598,771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopausal symptoms on (B)(6) 2011, frozen shoulder (medication-physical therapy) in 2008 and joint ligament rupture (surgery 2001,2001,2015) in 2001. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included asthma since 2015, obstructive sleep apnea syndrome since 2008, hypothyroidism since 1998, hypertension since 1996, allergy to metals, chronic cervicitis, nabothian cyst, adenomyosis, endometrial polyp and cyst ovary. Concomitant products included calcium levomefolate (deplin) from 2017 to 2018, ergocalciferol (vitamin d2) since 2016, estradiol from 2017 to 2018, fexofenadine hydrochloride (allegra) from 2000 to 2015, fluticasone furoate (arnuity ellipta) since 2015, fluticasone since 2015, levothyroxine from 2015 to 2018, loratadine (alavert) since 2015, loratadine (claritine) from 2000 to 2018, losartan since 2016, montelukast from 2000 to 2015, salbutamol sulfate (proair hfa) since 2015, tocopherol and vitamins nos (multivitaminum) since 2000. In (B)(6) 2013, the patient experienced fatigue ("exhaustion/fatigue") and bacterial infection ("infection(bladder /urinary tract/vaginal): bacterial infection"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("physiological / psychiatric problems (depression)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced amnesia ("memory loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), feeling abnormal ("neurological condition / problem: brain fog"), pelvic pain ("pain/pain/left side pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdomen pain"), food allergy ("cinnamon allergies"), gingival disorder ("gum disease"), dizziness ("bad dizzy spells"), adnexa uteri pain ("hurting in my left ovary"), cystitis ("bladder infection"), toothache ("toothache"), dysgeusia ("metallic taste"), crying ("crying spells"), rash ("rashes on my inner arms/ rash on my belly"), multiple allergies ("allergies"), infection ("secondary infection"), overweight ("overweight"), abdominal pain ("belly button pain"), pain ("soreness"), flatulence ("very little gas pain"), abdominal distension ("bloating") and joint swelling ("ankles swell"). The patient was treated with loratadine, oxycodone hydrochloride;paracetamol (oxycodone/apap) and surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, da vinci platform). Essure was removed on (B)(6) 2017. In (B)(6) 2016, the vaginal haemorrhage had resolved. At the time of the report, the uterine perforation, genital haemorrhage, kidney infection, nephrolithiasis, bacterial infection, weight increased, amnesia, food allergy, gingival disorder, dizziness, adnexa uteri pain, cystitis, toothache, dysgeusia, crying, rash, multiple allergies, infection, pain and flatulence outcome was unknown, the feeling abnormal, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, abdominal distension and joint swelling had resolved and the fatigue, depression and overweight was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, amnesia, bacterial infection, crying, cystitis, depression, dizziness, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, flatulence, food allergy, genital haemorrhage, gingival disorder, infection, joint swelling, kidney infection, menorrhagia, multiple allergies, nephrolithiasis, overweight, pain, pelvic pain, rash, toothache, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2013, current weight 274 lbs. The right cornuma had 3 visible coils and successful placement occurred . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 91.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: 12564598 manufacturing date: 2013/02 expiration date: 2015/12. Lot number: 771093 manufacturing date: 2010/08 expiration date: 2013/08. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- food allergy, gingival disorder, dizziness, adnexa uteri pain, cystitis, toothache, dysgeusia, crying, rash, multiple allergies, infection, overweight, abdominal pain, pain, flatulence, abdominal distension, peripheral swelling . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: coding correction due to discrepancy between coding action item and match point coder query. Event :peripheral swelling pt updated to ankle swelling. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of implant/migration of essure device location of device: uterus/perforation uterus/ perforation of right essure coil and left sided dense adhesions of the omentum and pericoilc opacity uteroabdominal wall.'), genital haemorrhage ('heavy bleeding'), kidney infection ('infection (type: kidney stones),') and nephrolithiasis ('infection (type: kidney stones),') in a 48-year-old female patient who had essure (batch no. 12564598,771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopausal symptoms on (B)(6) 2011, frozen shoulder (medication-physical therapy) in 2008 and joint ligament rupture (surgery 2001,2001,2015) in 2001. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included asthma since 2015, obstructive sleep apnea syndrome since 2008, hypothyroidism since 1998, hypertension since 1996, allergy to metals, chronic cervicitis, nabothian cyst, adenomyosis, endometrial polyp and cyst ovary. Concomitant products included calcium levomefolate (deplin) from 2017 to 2018, ergocalciferol (vitamin d2) since 2016, estradiol from 2017 to 2018, fexofenadine hydrochloride (allegra) from 2000 to 2015, fluticasone furoate (arnuity ellipta) since 2015, fluticasone since 2015, levothyroxine from 2015 to 2018, loratadine (alavert) since 2015, loratadine (claritine) from 2000 to 2018, losartan since 2016, montelukast from 2000 to 2015, salbutamol sulfate (proair hfa) since 2015, tocopherol and vitamins nos (multivitaminum) since 2000. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("exhaustion/fatigue") and bacterial infection ("infection(bladder /urinary tract/vaginal): bacterial infection"). . In (B)(6) 2013, the patient experienced depression ("physiological / psychiatric problems (depression)"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced amnesia ("memory loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), feeling abnormal ("neurological condition / problem: brain fog"), pelvic pain ("pain/pain/left side pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdomen pain"), food allergy ("cinnamon allergies"), gingival disorder ("gum disease"), dizziness ("bad dizzy spells"), adnexa uteri pain ("hurting in my left ovary"), cystitis ("bladder infection"), toothache ("toothache"), dysgeusia ("metallic taste"), crying ("crying spells"), rash ("rashes on my inner arms/ rash on my belly"), multiple allergies ("allergies"), infection ("secondary infection"), overweight ("overweight"), abdominal pain ("belly button pain"), pain ("soreness"), flatulence ("very little gas pain"), abdominal distension ("bloating") and peripheral swelling ("ankles swell"). The patient was treated with loratadine, oxycodone hydrochloride;paracetamol (oxycodone/apap) and surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, da vinci platform). Essure was removed on (B)(6) 2017. In (B)(6) 2016, the vaginal haemorrhage had resolved. At the time of the report, the uterine perforation, genital haemorrhage, kidney infection, nephrolithiasis, bacterial infection, weight increased, amnesia, food allergy, gingival disorder, dizziness, adnexa uteri pain, cystitis, toothache, dysgeusia, crying, rash, multiple allergies, infection, pain and flatulence outcome was unknown, the feeling abnormal, pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain lower, abdominal distension and peripheral swelling had resolved and the fatigue, depression and overweight was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, amnesia, bacterial infection, crying, cystitis, depression, dizziness, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, flatulence, food allergy, genital haemorrhage, gingival disorder, infection, kidney infection, menorrhagia, multiple allergies, nephrolithiasis, overweight, pain, pelvic pain, peripheral swelling, rash, toothache, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2013, current weight 274 lbs. The right cornua had 3 visible coils and successful placement occurred. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 91.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: 12564598, manufacturing date: 2013/02, expiration date: 2015/12. Lot number: 771093, manufacturing date: 2010/08, expiration date: 2013/08. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- food allergy, gingival disorder, dizziness, adnexa uteri pain, cystitis, toothache, dysgeusia, crying, rash, multiple allergies, infection, overweight, abdominal pain, pain, flatulence, abdominal distension, peripheral swelling quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and social media received. Reporter information updated. New events: cinnamon allergies, gum disease, bad dizzy spells, hurting in my left ovary, bladder infection, toothache, metallic taste, crying spells, rashes on my inner arms/ rash on my belly, allergies, secondary infection, overweight, belly button pain, soreness, very little gas pain, bloating, ankles swell were added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant/migration of essure device location of device: uterus/perforation uterus/ perforation of right essure coil and left sided dense adhesions of the omentum and pericoilc opacity uteroabdominal wall."), genital haemorrhage ("heavy bleeding") and kidney infection ("infection (type: kidney stones),") in a 48-year-old female patient who had essure (batch no. 12564598,771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included frozen shoulder (medication-physical therapy) in 2008, joint ligament rupture (surgery 2001,2001,2015) in 2001 and menopausal symptoms in 2011. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included asthma since 2015, hypertension since 1996, hypothyroidism since 1998, obstructive sleep apnea syndrome since 2008, allergy to metals, chronic cervicitis, nabothian cyst, adenomyosis, endometrial polyp and cyst ovary. Concomitant products included calcium levomefolate (deplin) from 2017 to 2018, ergocalciferol (vitamin d2) since 2016, estradiol from 2017 to 2018, fexofenadine hydrochloride (allegra) from 2000 to 2015, fluticasone furoate (arnuity ellipta) since 2015, fluticasone since 2015, levothyroxine from 2015 to 2018, loratadine (alavert) since 2015, loratadine (claritine) from 2000 to 2018, losartan since 2016, montelukast from 2000 to 2015, salbutamol sulfate (proair hfa) since 2015, tocopherol and vitamins nos (multivitaminum) since 2000. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), pelvic pain ("pain/pain/left side pain"), fatigue ("exhaustion/fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection(bladder /urinary tract/vaginal)"), urinary tract infection ("infection(bladder /urinary tract/vaginal)"), vaginal infection ("infection(bladder /urinary tract/vaginal)"), depression ("physiological / psychiatric problems (depression)"), feeling abnormal ("neurological condition / problem(brain fog"), abdominal pain lower ("lower abdomen pain") and nephrolithiasis ("infection (type: kidney stones),"). The patient was treated with loratadine, oxycodone hydrochloride;paracetamol (oxycodone/apap) and surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, da vinci platform). Essure was removed on (B)(6) 2017. In (B)(6) 2016, the vaginal haemorrhage had resolved. At the time of the report, the uterine perforation, genital haemorrhage, kidney infection, cystitis, urinary tract infection, vaginal infection, weight increased and nephrolithiasis outcome was unknown, the pelvic pain, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the fatigue and depression was resolving. The reporter considered abdominal pain lower, cystitis, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, kidney infection, menorrhagia, nephrolithiasis, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2013, current weight 274 lbs. The right cornuma had 3 visible coils and successful placement occurred. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 91.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plantiff fact sheet received. New reporters added, primary reporter address added , lot no, medical history addded, insertion date updated, abnormal bleeding (vaginal, menorrhagia), infection (type: kidney stones), psychological, or psychiatric problems (condition: depression), migration of essure device location of device: uterus, neurological conditions or problems (type: brain fog), dysmenorrhea (cramping), fatigue, perforation (uterus) and weight gain. Outcome of pelvic pain updated to resolved and fatigue updated to recovering. Treatment drug added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of implant/migration of essure device location of device: uterus/perforation uterus/ perforation of right essure coil and left sided dense adhesions of the omentum and pericoilc opacity uteroabdominal wall.'), genital haemorrhage ('heavy bleeding'), kidney infection ('infection (type: kidney stones),') and nephrolithiasis ('infection (type: kidney stones),') in a 48-year-old female patient who had essure (batch no. 12564598,771093) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menopausal symptoms on (B)(6) 2011, frozen shoulder (medication-physical therapy) in 2008 and joint ligament rupture (surgery 2001,2001,2015) in 2001. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included asthma since 2015, obstructive sleep apnea syndrome since 2008, hypothyroidism since 1998, hypertension since 1996, allergy to metals, chronic cervicitis, nabothian cyst, adenomyosis, endometrial polyp and cyst ovary. Concomitant products included calcium levomefolate (deplin) from 2017 to 2018, ergocalciferol (vitamin d2) since 2016, estradiol from 2017 to 2018, fexofenadine hydrochloride (allegra) from 2000 to 2015, fluticasone furoate (arnuity ellipta) since 2015, fluticasone since 2015, levothyroxine from 2015 to 2018, loratadine (alavert) since 2015, loratadine (claritine) from 2000 to 2018, losartan since 2016, montelukast from 2000 to 2015, salbutamol sulfate (proair hfa) since 2015, tocopherol and vitamins nos (multivitaminum) since 2000. In (B)(6) 2013, the patient experienced fatigue ("exhaustion/fatigue") and bacterial infection ("infection(bladder /urinary tract/vaginal): bacterial infection"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("physiological / psychiatric problems (depression)"). In march 2015, the patient was found to have weight increased ("weight gain") and experienced amnesia ("memory loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), feeling abnormal ("neurological condition / problem: brain fog"), pelvic pain ("pain/pain/left side pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with loratadine, oxycodone hydrochloride;paracetamol (oxycodone/apap) and surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, da vinci platform). Essure was removed on (B)(6) 2017. In (B)(6) 2016, the vaginal haemorrhage had resolved. At the time of the report, the uterine perforation, genital haemorrhage, kidney infection, nephrolithiasis, feeling abnormal, bacterial infection, weight increased and amnesia outcome was unknown, the pelvic pain, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved and the fatigue and depression was resolving. The reporter considered abdominal pain lower, amnesia, bacterial infection, depression, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, kidney infection, menorrhagia, nephrolithiasis, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2013, current weight 274 lbs. The right cornuma had 3 visible coils and successful placement occurred diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 91.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: 12564598 manufacturing date: 2013/02 expiration date: 2015/12. Lot number: 771093 manufacturing date: 2010/08 expiration date: 2013/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event infection(bladder /urinary tract/vaginal) updated to infection(bladder /urinary tract/vaginal) bacterial infection. Event memory loss added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.